Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07012. It was reported the pt no longer had coverage in the legs and feet. An x-ray revealed the leads had migrated one vertebral level. Reprogramming was unable to provide adequate stimulation coverage. The physician opted to undertake surgical intervention, and repositioned the leads on (B)(6) 2013. It was reported the procedure went well, and the pt had effective stimulation coverage.